Manufacturer narrative:
A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Complaint conclusion: as reported, the catheter was being pulled from the package when the hub pulled off the end. The product was not used in the patient. The intended procedure was cardiology diagnostics. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the instructions for use. The hub was reported to have separated during removal from the protective hoop. There was no kink at the location of the separation. There was no resistance/friction experienced as the device was removed from the packaging. Excess force was not required in order to remove the device from the packaging. It was also reported that the other kinks found on the device were due to shipping the product back. It was reported by the decontamination lab that a "loose hub was noted". A non sterile diagnostic cath f6inf tl al I 100cm was received for analysis coiled inside a plastic bag. Per visual analysis the body shaft of catheter was received separated in two pieces. Hub was found separated from body shaft of catheter. Unit¿s separated pieces were inspected under vision system. The separated edges on the received proximal end of catheter body shaft looks as if tremendous force was applied until break/separation occurs on unit. No other anomalies were found. The catheter body shaft proximal end od and ID were measured near to the separation and results were found within specification. The received hub was x-rayed and cross-sectioned in order to inspect the molded condition of the strain relief and body shaft proximal end. Remnants of body shaft in the walls of luer hub were observed. Sem analysis was performed to the received catheter body shaft separated proximal end with the following results: sem results show that the body external surface presented evidence of elongation at the surroundings of the separation. Elongation is a common characteristic of pieces which were stretched/ pulled until separation. Stretching/ pulling could have been related to these separation characteristics. According to x-ray, sem and cross-section images/results obtained it is concluded that the catheter body shaft was properly placed to be molded into hub. The internal section of the hub showed evidence of a remnant of body inside of the hub per x-ray pictures. At cross section pictures the remnant of body was confirmed. At sem it was observed elongation on the body. Elongation is a common characteristic of samples which were pulled or over stretched. Functional analysis to perform pull test was not conducted due to no sterile units returned for analysis. The reported ¿diagnostic cardiology catheter-luer hub-separated-prior to use¿ was confirmed through analysis of the returned device. Based on the information available for review, the separation occurred during removal from the sterile packaging. Evidence of elongation at the point of separation and along the catheter body may indicate that force was applied to the device during this process. Neither the DHR nor the analysis suggests that the separation could be related to the design and manufacturing process of the device; therefore, no corrective action will be taken.

Event description:
As reported by the sales rep, the customer was pulling the catheter out of the package when the hub pulled off the end. The product was not used and it is available to be returned. The intended procedure was diagnostic cardio. There were no damages or anomalies noted to the device or packaging prior to use. The device was handled and prepped according to the IFU. The hub was reported to have separated during removal from the protective hoop. There was no kink at the location of the separation. There was no resistance/friction experienced as the device was removed from the packaging. Excess force was not required in order to remove the device from the packaging. It was also reported that the other kinks found on the device were due to shipping the product back. It was reported by the decontamination lab that a "loose hub was noted".

Manufacturer narrative:
The product has been returned for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. A device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt. Please note that the gender of the patient is unknown.